Event description:
The reporter did back to back blood glucose tests and got results of 255, 150 and 199 mg/dl. Tests were done within 10 minutes, using different fingersticks. There were no symptoms. A control solution test result of 125 was within range. Upon follow-up, the reporter stated that she noticed some of her test strips were not absorbing the blood sample and the confirmation dot was not turning blue. Reporter and lifescan rep reviewed sample application, coding, cleaning and use of control solution procedures.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8